Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the atrial lead exhibited loss of capture and low sensing at multiple sites. The lead was not used and a new lead was implanted without issue. The patient tolerated the procedure well and would be routinely monitored.